Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft4 (ft4) on a cobas 6000 e 601 module. The initial result was 18.46 (unit of measure not provided). The repeat result was 37.81. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft4 reagent lot number and expiration date were not provided. A cracked pinch tube for the sipper syringe was identified.

Manufacturer narrative:
The investigation determined the damaged pinch tube was the root cause of the event.